Event description:
Consumer started using both products in july of 1991. According to rptr, the IV set delivered only half of the insulin dose in october of 1991, causing her to have dka. Her blood glucose was 497. This episode of dka caused her to have a stroke, which was diagnosed by MRI, and subsequent memory loss. She had copious amounts of ketone in her blood. Rptr continued to experience failure of the pump which was replaced 7 times by the MFR. The last problem rptr had was in january of 1996, when the pump went completely blank. The rptr tried troubleshooting as directed by the MFR's rep, however, nothing worked. She was told by the rep that the cause of failure could be electrostatic malfunction. Three days later, when the pump was sitting in the bathroom, it came back on. Rptr is very concerned that the pump might fail any time. It is also out of warranty. (Also see 1008220)